Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the sds. There were numerous stent struts that were stretched, distorted and misaligned. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp marks on the balloon between the markerbands indicating the stent was secure during manufacturing. A visual and tactile examination found multiple kinks on hypotube. A visual and tactile examination found no issues with the tip and shaft polymer extrusion profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. During the preparation of a 3.00 x 38 synergy drug-eluting stent, the physician pinched the middle part of the stent while removing the stent protector and the stent was stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. During the preparation of a 3.00 x 38 synergy¿ drug-eluting stent, the physician pinched the middle part of the stent while removing the stent protector and the stent was stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.